Event description:
It was reported that the patient presented with right atrial (ra) lead noise. The ra lead was capped and replaced together with device change out due to elective replacement indicator (eri) on (B)(6) 2022. The patient was stable throughout the procedure.